Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient's nurse complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 1:45 pm the result from the meter was 4.5 inr and the repeat result using a different finger was 3.4 inr. Both results were accompanied by a data flag. There was no allegation of an adverse event. The patient was not treated and is stable. The patient was not taking heparin, no lovenox, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, and no bruising or bleeding. The patient's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 17618911) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 46%, donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr, customer meter and master lot strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and master lot strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results reported by the customer were accompanied by a data flag. Results shown with this "c" flag mean that the applied specimen was detected as control solution. Inr results marked with "c" may occur if the hematocrit value is very low - or due to faulty blood collection. The results alleged by the customer were not observed in the meter¿s patient result memory. This is expected as the "c" next to the result indicates the sample was identified as a control. The meter does not store results marked as control in the memory.